Manufacturer narrative:
Two charger boards were returned for analysis. Analysis found that the reported issue could not be confirmed with one of the charger boards. The charger board was installed in a known good system and the system readied and charged as expected. No battery errors were observed under testing. 2d and 3d imaging were performed and images were as expected. No functional problem was found. Analysis found that the reported complaint could be confirmed with the other charger board. The board failed bench testing due to charge d output having a high voltage reading. The board passed visual inspection and all leds were lit. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray battery charger boards were replaced. The imaging system then passed the system checkout and was found to be fully functional. The x-ray battery charger board have been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the x-ray battery chargers were showing signs of failing and showed some elevated voltages. This issue was discovered when uninstalling and reinstalling the software. There was no patient present when this issue was identified.